Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's lead was removed a few years ago. CT imaging showed that a tiny piece of metal from the lead was left behind after the lead was explanted. The hcp believed the metal piece was the circular hook at the end of the lead. No further patient complications were reported.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient's lead was explanted in 2010 because of no benefit of therapy. The device was implanted for pain in 1990s and worked for about three years and then faded away. The device continued to function for another 10 years until the patient told the hcp the device had not worked for their pain for 10 years and they wanted it taken out. The patient did not experience any other symptoms related to the piece of metal being left implanted. No diagnostics or troubleshooting was done during the lead removal procedure after the piece of metal was left implanted. No additional action has been taken or planned relating to the piece of metal being left implanted.

Manufacturer narrative:
Event date was updated.